Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a pulse generator implant procedure completed. Prior to the patient being discharged, the right ventricular lead was tested and found to exhibit an unacceptable rise in impedance and significant increase in capture threshold. The following day the lead was re-positioned successfully. No patient symptoms were reported and the patient was reported to be in stable condition.